Event description:
The patient felt stimulation in the wrong area. A spinal x-ray taken in 2008 revealed that the epidural lead tips had moved up to the t9 level. There was no known incident or accident related to the complaint. The leads were revised. The hcp reported the patient outcome as 'no injury'.